Manufacturer narrative:
The insulin pump was received with cracked and broken battery tube threads, a missing reservoir tube lip o-ring, a cracked case near the display window corners, a cracked display window, and a stained end cap sticker. The unit was tested and the reservoir stayed locked in place.

Event description:
The customer called in to report that the top of the reservoir compartment has broken off. The customer did not recall any significant events leading to the alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.